Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator this patient was admitted for treatment of symptomatic "low flow" alarms. During his admission on (B)(6) 2015 his speed was decreased from 2400 to 2200 rpm which greatly reduced suction and low flows. Associated symptoms include dizziness, lightheadedness, and vision changes during the active alarm. Symptoms last 5-15 seconds and typically correlate with the duration of the alarm. The patient had an echocardiogram (echo) and internal cardiac defibrillator interrogation (ICD) but was unable to undergo cardiac CT due to elevated kidney function. Results for both were unremarkable. Diuretic therapy was also held. The patient was discharged home on (B)(6) 2015 with a plan to get cardiac CT as outpatient when kidney function improves. The patient was scheduled to return to clinic for a speed and afterload reduction. He was last reported to be stable at home. The medical team does not believe the reported event to be related to the device. Per vad coordinator during routine patient updates on (B)(6) 2015 reported that the patient had CT as outpatient. Inflow cannula obstruction noted due to malposition. The patient "low flow alarms" every time he bears down. Per vad coordinator, patient coming in for transplant (B)(6) 2016. The patient has been status 1a-exception at home for pump malfunction due to malposition of the inflow cannula causing numerous admissions for low flow alarm states ((B)(4)). Patient has been at home at 2200rpm since last admission in (B)(6). Site would like to send the pump back for further analysis to r/o any chance of thrombus. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Information received from site noted that an "inflow cannula obstruction" was noted due to its malposition and the patient had "low flow alarms every time he bears down". Review of the controller log files revealed multiple low flow alarms, thus confirmed the reported event and correlating with the event details. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination and dimensional verification, but failed functional testing due to power shift condition during the post-explant wet test. Per internal investigation, the power shift condition does not correlate with complaints. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation, the most likely root cause of the inadequate flow rate event can be attributed to a malposition of the inflow cannula causing the inflow of the pump to be obstructed heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.